Event description:
A user facility in japan reported that three cases of post-op endophthalmitis on three patients. A pack was discontinued in japan, and the surgeon switched to a different part number. After the switch to this pack, they noticed that two cases happened. The surgeon put an additional filter into the pressurization route as the perfusion process changed from spontaneous drip to pressurized perfusion with the new pack. Bss was also changed from a soft pack product to a glass bottle product. At the time, the surgeon considered that the issue was not caused by the disposable pack, and thought the balanced salt solution (bss) was the cause. Patients are in remission after being given typical eyedrops, and are no longer under treatment. There was no decreased visual acuity, and no hospitalization was required. This report is on the second case only.

Manufacturer narrative:
The device was discarded by the user. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is underway. See related 0001920664-2022-00116 and 0001920664-2022-00124.

Manufacturer narrative:
The product was discarded and is reported as not available. Unable to investigate further for root cause which is unknown. A review of the monthly bioburden results for the six months surrounding the manufacture of this product on 12-10-2021 shows all bioburden values were within acceptable parameters. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related 0001920664-2022-00116 and 0001920664-2022-00124.